Event description:
As reported, it is suspected that an unknown trapease ivc filter has splintered/fractured (not all intact) approximately 9 years post-implant. There was no reported patient injury. The device was implanted in the aorta. An MRI has not yet been performed. The device is not expected to be returned as it remains implanted.

Manufacturer narrative:
Complaint conclusion: as reported, it is suspected that an unknown trapease ivc filter has splintered/fractured (not all intact) approximately 9 years post-implant. There was no reported patient injury. The device was implanted in the aorta. An MRI has not yet been performed. The device is not expected to be returned as it remains implanted. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.